Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level rose to over 500 mg/dl overnight. The customer did not know the cause of the high bg. The customer changed the pump supplies and delivered a bolus via the pump. The high bg issue was resolved.